Event description:
It was reported the manufacturing representative was reading impedances greater than 10,000 and 40,000 ohms. The reporter stated that intra operative impedances were greater than 3600 ohms and current was less than 0.065 ma. It was noted the patient was having a buried lead trial. It was further noted the extension was removed and the implantable neurostimulator (ins) was connected to the leads. It was noted that initially impedances were showing greater than 10,000 ohms. The reporter stated the healthcare professional wiped the connection and reinserted the leads into the ins. It was noted that impedances were rerun and some were elevated in the 4000s, but some were 900-1000 ohms with no impedances greater than 10,000 ohms. It was further noted a paddle lead was being used and electrodes 4-7 and 13-15 were elevated. The reporter stated they reran electrode impedance at 3v. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 39286, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).